Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a new battery that wasn't implanted showed power on reset (por). This was noticed when the rep checked impedances before closing. No trouble shooting was performed and it was noted that the por battery was replaced with another ins battery. The issue was not resolved at the time of the report. The rep later reported on (B)(6) 2016 that she will send the por battery back to the manufacturer and she did not know what caused the por as the device was never implanted. Follow-up is not required at this time and there is no further information related to this event.

Manufacturer narrative:
Analysis of neurostimulator model 9914 serial #(B)(4) showed no significant anomalies and was functionally okay. The power-on-reset (por) was confirmed when the ins was received and had a message of 0x2 (clock too slow). The por was cleared with a clinician programmer and the ins was able to run and passed functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.